Event description:
In 2007, a shipment of sierra pre-filled heparin lock flush solution was delivered from health care co to my residence. This solution was first used some time after thanksgiving. Symptoms of fever and chills were present in my husband, who was under the care of a home health care nurse. The dr was called on this date and an appointment was scheduled for the following morning. The dr was seen. The original symptoms worsened and hospitalization was required. My husband was moved to the ICU and passed away. On 01/18/08, I spoke with rep at health care co, who advised that there was a recall on the heparin flush syringes due to contamination. The heparin syringes that were delivered to the house were from lot# 070926h, the same lot number that falls under the recall. Frequency: once daily, route: IV drip. Diagnosis or reason for use. Intravenous antibiotic.